Manufacturer narrative:
H6: investigation summary: bd received a sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd determined that the root cause of the failure was manufacturing personnel error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A retraining of manufacturing personnel has been performed and a quality alert was generated to increase awareness to prevent further occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bi-ext set 15cm macro bore spin nut tubing was kinked. The following information was provided by the initial reporter: the catheter extension line was kinked in the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bi-ext set 15cm macro bore spin nut tubing was kinked. The following information was provided by the initial reporter: the catheter extension line was kinked in the packaging.